Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported both patient's leads have migrated. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Section a4: patient's weight was corrected from 130 pounds to 210 pounds. Section e1: physician information was updated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient underwent surgical intervention on (B)(6) 2024 during which the leads were explanted and replaced. Therapy was restored post-op.